Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2012 (date not specified). The patient manages her diabetes with humulin r insulin (sliding scale), glipizide pills and metformin pills. The patient denied making changes to her usual diabetes management routine. After the alleged issue, the patient claims she felt symptoms of weak, sweaty and shaky. The patient treated self with food and/ or drink. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. However, there was a damage battery holder issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.